Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, only the stent implant was provided for evaluation. The stent delivery system was not returned. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may have been caused by the detachment of a mechanical component of the deployment mechanism as a consequence of rough handling of the device during shipment, storage or preparation. However, as the delivery system was not returned for evaluation, no further investigation could be performed. A difficult vessel anatomy or insufficient flushing of the device also may contribute to this type of event. On the basis of the information available and as the delivery system was not returned for evaluation, a definite root cause for the reported event could not be determined. The IFU states: "visually inspect the bard e-luminexx biliary stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." And "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." (B)(4).

Event description:
It was reported that during stent placement for treatment of a malignant stenosis of the distal common bile duct, the biliary stent could not be deployed by using the different deployment modes. The device was removed and another stent was used to complete the procedure successfully. There is no reported patient injury.

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # k063532.

Event description:
It was reported that during the stent placement procedure, the biliary stent became blocked and could not be deployed by using the pin and pull method. The device was removed and another stent was used to complete the procedure successfully. There is no reported patient injury.